Event description:
It was reported that during implants, the programmer with different analyzers has not shown any markers, nor paced or sensed when hooked up to different cables and adapters. It did work intermittently and sometimes with different analyzers, but not consistently. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The programmer passed functional testing and correct operation was verified. Software was reloaded as a preventive measure. The system fan was found to be noisy, so it was replaced. (B)(4).